Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a procedure, this right atrial (ra) lead was surgically abandoned by the physician due to a product performance anomaly. This ra lead was successfully replaced with a new lead. No additional adverse patient effects were reported. No additional information was provided at this time. Subsequent additional information was provided that reported, during the generator change procedure, the proximal portion of this right atrial (ra) lead was found to be defective by the physician. The physician then opted to have the ra lead capped and surgically abandoned. The physician then replaced the capped ra lead with a new lead successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a procedure, this right atrial (ra) lead was surgically abandoned by the physician due to a product performance anomaly. This ra lead was successfully replaced with a new lead. No additional adverse patient effects were reported. No additional information was provided at this time.